Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 340 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient administered a manual injection of insulin and applied a new pod. The patient's blood glucose history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. During investigation a tear was found in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak within the fluid path. Although the cannula was damaged, the timing and cause of the damage is unknown.